Event description:
Set received unexpectedly, presumed backcheck valve failure based on information received from the customer regarding other recent files, and the set was received in the package with a set that is being investigated for backflow in file (B)(4). An IV bag label noted: potassium phosphate 30mm/ ns 500ml. Total volume: 510ml. Generic for: (B)(4) 30mmol = 44 meq. Potassium infuse over 4 hr via periph line, use 0.2 micron filter. Rate 128 ml/hr. No other information is available, there was no report of any patient harm.

Manufacturer narrative:
(B)(4). The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.